Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging an occlusion issue. The reporter stated that the patient had been having frequent occlusions for 5 days. Reportedly, a few had occurred during basal delivery and occlusion of 2 to 5 units was occurring with every bolus. The reporter stated that the patient cycled cartridges correctly and had changed complete setup 2 times this week using cartridges from the same box and infusion sets from 2 different boxes. Reportedly, the patient was able to complete a manual prime without difficulty and had noticed a motor sound that seemed to slow during prime, although no occlusion had occurred with this step and there was reportedly no change in motor sound during the rewind/load steps. The patient reported blood glucose (bg) was usually in 150-190 mg/dl range but this week some readings were up to 250 mg/dl range related to frequent occlusion alarms; no symptoms were reported. The reported bgs do not meet criteria for a serious adverse event. This complaint is being reported because the issue remained unresolved.